Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) with grade of 4. The patient was presented with barlow valve disease of posterior leaflet, severe prolapse of p2 and p1 with flail segment at p2/p1, and dilated left atrium. Three clips were implanted with no reported issue, reducing mr to grade 1+. Tee showed all clips stable and perpendicular to line of coaptation. Tee echo cardiography showed (10-15 min) post-procedure single leaflet device attachment (slda) of xt clip 20801r1089 from anterior leaflet. Mr increased to grade 3. Clip attached to prolapse/ flailing segment of p1. It was decided for now not to treat or stabilize the slda clip. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (barlow valve disease of posterior leaflet, severe prolapse of p2 and p1 with flail segment at p2/p1, and dilated left atrium). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.